Event description:
It was reported that this right ventricular (rv) lead exhibited high, out of range pacing impedance greater than 3000 ohms. In clinic, lead integrity testing did not reveal any out of range measurements. The patient admitted to having a walkie-talkie in his shirt pocket. The device remains implanted. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).